Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc., (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer on (B)(6) 2011: pt fell to floor by the stretcher flipped to side suddenly. The stretcher was not locked due the horizontal lever were not working properly (the lever fell down). Before they loaded up the pt, the user flipped down the stretcher but didn't notice that the stretcher was not locked properly. The stretcher was blocked by the p/n 8352659 excenter due to malfunction of the p/n 8421810 spring. The trolley is under the maintenance by the government dept - electrical and mechanical service department. All routine check and repair work was handled by them. Comment by ssu: the malfunction of the horizontal lever device has been seen sometimes during our routine check. It is caused by the loosen of the p/n 6190087 stop screw. Then the p/n 8421810 spring released from the tension by the movement of the p/n8352683 mounting blocks. While the spring failed, the lever fall down and the p/n excenter may have blocked the locking of stretcher. (B)(4).